Event description:
"Tevadaptor spike port adapter 412143 : was informed at voorhees, couple times when under the hood while in process of compounding a medication the spike adapter was starting to come out of the bag. Either a new spike adapter was added and/or the bag had to be redone." No injury reported, samples unknown, no credit or replacement the incident occurred during the initial assembly spiking 412143 into an IV bag, no drug was used, nor was there a hazardous drug exposure. No patient injuries occurred.